Event description:
On (B)(6) 2016, an email was received from a patient school staff reporting that "the vns stopped working and has only recently been repaired." Further clarification was received from staff member that one of the internal wires of the vns became detached and needed to be repaired under general anesthesia. The nurse was contacted for further clarification reported that she expects they mean that they were not using her magnet before and now they can. Nurse stated that she last reviewed patient on (B)(6) 2016 and interrogation is satisfactory, lead impedance was 3165 ohms.

Manufacturer narrative:
(B)(4).

Event description:
Information was received that patient underwent surgical intervention on (B)(6) 2016. After checking the lead connector pin, it was observed that the pin was not inserted properly into the generator. Once the lead was connected correctly, lead impedance value was confirmed to be within normal limits.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patient had high lead impedance found during a follow up visit on (B)(6) 2015; the impedance value was 5590 ohms. It was reported that the last good lead impedance result was obtained on (B)(6) 2016 and the impedance value was 3196 ohms. It was reported that the vns system was switched off due to high impedance. It was reported that patient felt during a seizure two weeks prior to the visit. No patient discomfort upon stimulation is reported. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. From the images, assuming where the anchor tether will be located then the vagus nerve is not in a straight line, including the lack of strain relief it means the electrodes are more than likely being pulled from the nerve, this in turn can allow fibrosis to move in underneath the electrode. It was reported that patient was seen again on (B)(6) 2016, the lead impedance was 6031 ohms. Additional information received that the nurse switched device back on to the settings of 0.5ma as set previously, not further ramp up of the device. Nurse swiped with magnet to review patient's response and no discomfort was noted; patient showed signs of device activating with exaggerated swallow but this did not cause any pain. It was reported that patient will be seen for follow up in (B)(6) 2016. No known surgical interventions have occurred to date. Review of manufacturing records confirmed all tests passed for the lead prior to distribution.